Event description:
The device was returned to the manufacturer due to lack of stimulation. Manufacturer representative reported impedances were greater than 3600 ohms. The device was replaced and the patient now has good stimulation.

Manufacturer narrative:
(B)(4). Final device analysis results revealed multiple broken conductor wires approximately 9cm from the distal end.